Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported that during use of bd max¿ ext enteric bacterial panel, a false positive vibrio patient result was obtained. There was no report of patient impact.

Event description:
Report 3 of 3: it was reported that during use of bd max¿ ext enteric bacterial panel, a false positive vibrio patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary:the complaint investigation for discrepant results when using the bd max extended enteric bacterial panel (xebp) assay (ref. (B)(4)) kit lot 5042244 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Review of the manufacturing records of bd max xebp assay indicated that lot 5042244 was manufactured according to specifications and met performance requirements. Customer complained about three suspected false vibrio positive results. Customer provided pdf reports of runs 688 and 689 from bd max¿ instrument ct1368 for investigation. Run 688 contains one sample tested in position b12 with the bd max¿ extended enteric bacterial panel assay. Manual pcr curve adjudication of the vibrio positive sample revealed a late and low, but true amplification without anomaly indicative of true vibrio positive results. Low positive samples can occur due to bacterial titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Run 689 contains seven samples tested with the bd max¿ extended enteric bacterial panel assay. Of those, two were found vibrio positive (in positions b7 and b9). The pcr curve pattern of the two samples showed a step dislocation in the raw pcr signal, resulting in positive results for vibrio target. It is unlikely these positive results are true amplifications. Unfortunately, no root cause could be identified but the issue seemed isolated to these two events. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max xebp assay lot 5042244. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.